Manufacturer narrative:
(B)(6). On (B)(6) 2016 this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per independent repair center irs, reason for repair is low o2 / yellow light, error code, hardware loose/stripped & alarms not functional. The key failure is a defective tie wrap allowing leakage which addresses all reasons for repair except the unit alarms not functional. Additional malfunction identified on the irs as a defective power switch (aka on/off switch) is directly related to the reason for repair unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.